Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device this incident, it was determined that all orders were not showing up to all machines. A technical support specialist (tss) dialed in to the app server and ran the downtime query but found no issues. Tss found xml message was current, and the disconnected flag was set to 0, with no issues related to the carefusion coordination engine (cce). Tss ran ext.receivedmessage and confirmed that the message had crossed over. Tss found four devices were still on critical override (co). Tss ran the co reason query and found that those four stations were marked as inbounddowdelay. The affected stations had entered a critical override state due to an interface issue originating from the information technology (it) side. Tss confirmed that no action was required from bd¿s end, as the root cause was on the hospital¿s side. Tss explained regarding the four stations, there had been a delay in receiving new order messages, which had caused the devices to remain in critical override and the notice for patient orders might not have been current. However, by approximately 7:45 mst, the facility had successfully received the pending active directory (adt) or pharmacy messages, and the stations had automatically exited the critical override state. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had all stations under critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, had all stations under critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.